Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.